Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 11 - ventricular nst (non-sustained tachycardia) <=210 ms average v-cycle between (B)(6) 2010 07:07:06 and (B)(6) 2011 16:47:38. 1 - vf=150 ms on (B)(6) 2010 11:00:35.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Eleven - ventricular nst (non-sustained tachycardia) <=210 ms average v-cycle between (B)(6) 2010 07:07:06 and (B)(6) 2011 16:47:38. One - vf=150 ms on (B)(6) 2010 11:00:35.

Event description:
It was reported that the lead was oversensing with noted nonphysiological noise and has some r-wave sensing issues. The patient also reported feeling "weak" and "unable to stand up". The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead was oversensing with noted nonphysiological noise and has some r-wave sensing issues. The patient also reported feeling weak, unable to stand up, short of breath and unable to walk far. The lead remains in use. No patient complications have been reported as a result of this event.